Manufacturer narrative:
A siemens technical solutions center specialist evaluated the instrument data and instructed the customer to clean the windows, replace the sample probe, and align reagent probes 1 and 2. A siemens customer service engineer (cse) was dispatched to the customer site to check the reagent probe ultrasonics. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin results is unknown. During troubleshooting, it was discovered that the customer does not centrifuge patient samples according to the tube vendor specifications, which is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on two patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who admitted the patients to the hospital. One patient's sample (patient 1) was repeated twice on the same instrument and resulted lower. The second patient (patient 2) was transferred to a different hospital, where they were redrawn. The new sample was tested at the other hospital's laboratory and resulted lower. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.